Manufacturer narrative:
Service representative replaced the connector board and power supply listed. Unit tested all dock functions, all test passed.

Event description:
Customer reported an issue with the v series monitor, which may have resulted in a loss of monitoring. No pt injury was reported.